Event description:
A 6 mm diameter x 18 mm length racer biliary stent system was inserted into a patient for the treatment of a restenosed stent (another manufacturer). It was reported that the physician was able to advance the stent to the intended location, which was within a restenosed stent from another manufacturer, however the physician inserted the racer stent past the restenosed stent. With an attempt to pull the racer stent back, to be within the restenosed stent, the stent came off the balloon. The physician snared the racer stent and removed it from the patient. The physician used another manufacturer's stent to complete the case. No additional clinical sequelae were reported and the patient is fine.